Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming and the screen read no disposable clamp tubing. The pump was stopped and continued to alarm. The reservoir volume was 14.3 ml. There was no air in the tubing. The pump was turned off. The clamp was closed and the cassette was removed. No bubbles observed in the tubing that extends across the top of the cassette. Tubing massaged and cassette tapped lightly on a firm surface. Cassette reattached and pump started. The screen read no disposable pump won't run. Above steps repeated a second time. Cassette reattached, clamp opened and pump started. The screen read run reservoir volume 14.3 ml. The rate was confirmed. There was no patient injury reported.